Manufacturer narrative:
A review of the device history records for this device could not be conducted because there was no lot number available.

Event description:
This procedure was part of the (B)(6) study: the patient presented with bilateral iliac disease, therefore, kissing angioplasty was performed. A perforation was noted with the evercross, with recoil and suboptimal pta results requiring kissing stents. The perforation resolved with the deployment of the kissing stents.